Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a signal artifact monitor (sam) episode a couple of years ago, and has shown right atrial (ra) lead high out of range impedance measurements above 3000 ohms and loss of capture. This ICD system remains in service. No adverse patient effects were reported.